Event description:
Two weeks after the initial surgery, the distal screw broke. No revision was done yet.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of provided x-rays confirmed the failure. Review of the initial post-op x-rays indicated that some comminution with a butterfly fragment which rendered this fracture configuration very unstable. The failure mode and comparisons with known clinical literature relative to expected performance has been fully reviewed in (B)(4) which is attached. Three point bend testing of the (B)(4) screw shows that it can withstand a load in excess of 1300 n (292 lbf). See dv(B)(4) rev a attachment k available in agile. Review of all complaints for (B)(4) screws show no prior complaints for lot dddb60. There is no indication of a manufacturing related defect at this time. The root cause is most likely due to non-union. The original construct may have been unstable followed by the application of some external force probably contributed to the failure. No corrective action indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.